Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0202 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was replaced with a drug delivery indwelling needle. The package of the indwelling needle was opened and there was no needle protective cover, and the needle body and surrounding parts were scattered. Because it was discovered in time, it did not cause harm to the patient. However, because there is no needle protection and the packaging is sealed, the inability to observe the needle body can easily cause needle sticks by the nursing staff.